Manufacturer narrative:
At the time the adverse event was reported to discus dental llc on (B)(6) 2014, discus dental no longer manufacture the medical device. The medical device, flashlite magna was divested to denmat in june 2012. All device history records were also given to denmat as part of the divesture. Discus dental have contacted denmat for a copy of the device history record for the medical device evaluation but denmat has not responded as of 03/10/2014.

Event description:
(B)(6) stated that after having a routine dental procedure, she had swollen lips and blister caused by a dental curing light. (B)(6) was taken to the emergency room and given motrin.